Event description:
The customer reported that a donor was undergoing a double platelet collection procedure. During the first return cycle, the operator observed air in the inlet and return line near the butterfly of the needle and a blood leak from the access pressure sensor. Per the customer,they placed the donor in a trendelenburg position on her left side for 15 minutes as a safety measure. They monitored the donor for 15 minutes sitting up and another 15 minutes in the canteen area. The donor did not require a follow-up visit. The donor is in healthy condition. This report is being filed due to the potential for serious injury if the same failure were to reoccur.

Manufacturer narrative:
Investigation: the disposable set with blood was returned for investigation. The leak was located on the right side of the return pump header, 3mm from the top of the pump header bond socket. The pump tubing was torn in a jagged pattern. There is no evidence of solvent on or near the tear. The pump tubing appears to be inserted into the bond socket completely and is secure in the bond socket. As a test, a new disposable set was loaded on a trima machine in the terumo bct lab. The return pump header tubing was cut in the same location as the set returned. The set passed the tubing set test and proceeded to the ac prime stage. Ac was attached and the set completed ac prime without a problem. A terumo bct service technician visually inspected the trima machine at the customer's site. An auto test and saline run were successfully performed. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to air in the inlet and return lines issue. A review of the lot for similar reports was conducted and none were found. The run data file (rdf) was analyzed for this event. Signals in the run data file (rdf) showed that the trima system operated as intended. Root cause: based on the small slit in the pump header found on the returned set. It is likely that the slit allowed air to enter the tubing set after the return reservoir. A definitive cause for the slit is unknown, but may have occurred during manufacturing or at the component vendor, starting as a small pinhole which elongated once the disposable set was loaded and then causing the leak.